Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Company representative reported "patient has pain and pressure sensitivity in breast, pain was still constant in breast, since the device have been recalled patient had depression for the risk to develop cancer. They felt that their woman image was destroyed". Later company representative reported "feeling of pressure and pain, tenderness". This record is for the right side. The device has been explanted.